Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridges were filled with 460-480 units of insulin. There was no impact to the customer's blood glucose level. The customer filled a new cartridge with 300 units of insulin and was able to successfully load the cartridge.